Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir contains air bubbles.  Customer's blood glucose was 204 mg/dl at the time of incident. Customer found no leaks and troubleshooting advised to have the insulin at room temperature prior to filling reservoir.  Customer was advised to change the infusion set and that the reservoir would be replaced and agreed to return the product for analysis.